Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information was received from the manufacturer's sales representative, that the issue was observed upon receipt of the device.

Manufacturer narrative:
Per data log analysis, on (B)(6)2020 at 10:55:19, a perfusion screen was opened. At 12:10:50 the flow sensor was disconnected from the module, at 14:48:08 the sensor was connected to the flow module. Then at 16:30:35 the sensor was coupled to the tube with fluid in it, and at 17:04:27 the sensor was coupled to the tube with fluid in it again. This indicates it was uncoupled at some point. The log does not indicate a problem but did show a loss of coupling one time. During laboratory analysis, the product surveillance technician (pst) did not observe any issues. The pst administered testing of the flow sensor and values were reported as expected through the central control monitor (ccm) perfusion screen. The test was left in operation for approximately one hour. The flow sensor cable was agitated near both connectors during testing and had no impact on the displayed flow. There were no failures or anomalies observed. The flow sensor performed as expected.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Per the manufacturer's sales representative, the flow sensor was being installed when the issue was identified. The flow sensor was then replaced.

Event description:
It was reported that during the use of the device for a non-clinical activity, the flow sensor would not give a flow reading. There was no patient involvement.